Event description:
It was reported that the articular surface was not compatible with the tibial baseplate when attempted for insertion. A forty-minutes delay in the procedure was incurred.

Manufacturer narrative:
Evaluation summary: one or both sides of the inner dovetail lips being compressed indicates they did not slide under the male dovetail on the tibia plate; instead, they went over. This will happen when the articular surface is not correctly placed and oriented before pushing it using the inserter instrument. Incorrect insertion technique appears to be the cause of the problem. Evaluation: as returned, the articular surfaces exhibits deformation damage to the one side of the dove tail feature indicating misalignment of the device during initial insertion. Device history records indicate all components were mfg and inspected to specification. No mfg abnormalities could be detected.